Event description:
It was reported that the caller experienced an alarm 2 followed by alarm 26 related to an occlusion issue. The customer's blood glucose level did not exceed 500 mg/dl and remained within a safe range. Technical support instructed the caller to perform several troubleshooting steps, including disconnecting the tubing, tightening connections, and delivering boluses, which eventually led to a successful resolution. The customer was advised to replace necessary supplies and continue with insulin therapy.